Event description:
It was reported that the patient¿s wire came loose 2 months ago and that was when they lost control of their bladder. It was noted that they didn¿t know if the symptom return was gradual or sudden. The implant was replaced 4 days ago and they didn¿t know how it got disconnected.

Manufacturer narrative:
Product ID 3093-28, lot# va08t0n, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).